Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the device is a non-allergan device.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the device is a non-allergan device.

Manufacturer narrative:
Correction to previously submitted aware date, 25 jun 2023.

Event description:
Physician reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.